Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) rn had arctic sun device intermittently alerting 113 (reduced water temperature control). Sn #(B)(6). Patient temperature (pt) was 33.2c, targeted temperature (tt) was 33.5c, water temperature (wt) was 32.7c, flow rate (fr) was 0.5l/m, inlet pressure (ip) was -6.9psi. Went to event log and confirmed 113 & 02. Had them disconnect and reconnect holding nowhere near clear connectors and verified audible clicks with each connection. Fluid delivery line (fdl) secure and in lock position. All lines straight with no bends or kinks. Restarted therapy and device primed to water flow rate (wfr) was stabilized at 0.9 l/m. Explained to nurse when the flow rate drops below 1 l/min, the heater capacity diminishes. When the flow rate drops below 0.5 l/min, the heater turns off. This was an adequate flow rate for a neonate pad, suggested they monitor flow rate (fr) in case it did drop. Suggested they call back with any other errors/alerts.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Pfmea #ra7600780 revision 22 was reviewed for this investigation. The reported event is addressed in step/item #24. Based on this review the risk is within the expected range. Baw7667064, revision 0 was reviewed for this investigation. The labeling is found to be adequate. The baw is attached on the investigation overview element. A DHR could not be performed since no lot number was provided. Correction: e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) rn had arctic sun device intermittently alerting 113 (reduced water temperature control). Sn #(B)(6). Patient temperature (pt) was 33.2c, targeted temperature (tt) was 33.5c, water temperature (wt) was 32.7c, flow rate (fr) was 0.5l/m, inlet pressure (ip) was -6.9psi. Went to event log and confirmed 113 & 02. Had them disconnect and reconnect holding nowhere near clear connectors and verified audible clicks with each connection. Fluid delivery line (fdl) secure and in lock position. All lines straight with no bends or kinks. Restarted therapy and device primed to water flow rate (wfr) was stabilized at 0.9 l/m. Explained to nurse when the flow rate drops below 1 l/min, the heater capacity diminishes. When the flow rate drops below 0.5 l/min, the heater turns off. This was an adequate flow rate for a neonate pad, suggested they monitor flow rate (fr) in case it did drop. Suggested they call back with any other errors/alerts. Per follow up information received via phone on 15apr2025, spoke to them who confirmed no further issues after troubleshooting. Stated they had tried the disconnect and reconnect a second time and flow rate remained around 1lpm. No pad was exchanged and therapy completed.